Event description:
It was reported that an escape basket device was about to be use during a ureteroscopic holmium laser lithotripsy and stone removal procedure. Reportedly, during unpacking it was found that the basket was fractured and detached. Additionally, it was noticed that the sheath was torn at the middle part. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detached.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detached. Block h11: investigation results the returned escape basket was analyzed, and a visual evaluation noted that the handle returned in good condition. Media analysis shows that the basket sheath was detached. Microscopic examination was performed under magnification, and it was noticed that the sheath was detached at the center. Additionally, it was also noticed that the sheath kinked at the distal section; however, it was not possible to observe any torn on the device. No other issues were noted with the device. With all the available information, boston scientific concludes that the reported event was not confirmed since it was not possible to identify any evidence of the alleged issues on the device since it was not possible to observe any torn on the device and the basket was properly assembled on the device and it did not have any issue. The observed findings of sheath detached at the center and kinked at the distal section. These could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors could lead to detach and kink the sheath. During manufacturing process, an inspection ensures the integrity of the sheath and would have captured the encountered failures. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that an escape basket device was about to be use during a ureteroscopic holmium laser lithotripsy and stone removal procedure. Reportedly, during unpacking it was found that the basket was fractured and detached. Additionally, it was noticed that the sheath was torn at the middle part. The procedure was completed with another of the same device with no patient complications.